Manufacturer narrative:
The device was not returned to bd for evaluation. Three photos were provided and reviewed. The investigation is confirmed for break based on the photos provided. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600040 chronic catheter allegedly experienced a break. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient age, gender, and weight were not provided.